Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. Sterile, unused proglide devices were returned. Testing was successfully performed on the devices with no malfunction noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated, exact date not reported. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted in an unspecified vessel using a proglide device, via pre-close technique, prior an unspecified procedure. Reportedly, the proglide suture was not attached to needles. A second proglide was used with the same result. Hemostasis was achieved by an unspecified method. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.